Manufacturer narrative:
The product ID and lot number were not provided. As a result, the UDI could not be identified. The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states that while feeding, he has noticed air in the tube on multiple occasion and the pump alarm goes off.